Event description:
It was reported by service report that the fowler would raise after it was laid flat. The customer could not determine if there was pt involvement or if there were adverse consequences to report.